Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. A log file was reviewed by the technical service representative and the analysis confirmed that a no external power event which maybe caused from the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the controllers internal battery supplied power to the pump as designed. The patient did not have the mpu while in clinic and the serial number of the unit is not known. The patient is currently at home. No additional information was provided.